Event description:
In 2002, the user facilities physician informed the manufacturer's sales representative of the following: device seems to be leaking at the septum. Dye study was done at user facility to confirm the leak at the stem. Physician explanted device.